Manufacturer narrative:
(B)(4). The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20056234 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Event description:
It was reported that the maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: in order to avoid needlestick injuries of medical staff and prevent the venous access blockage after blood return due to various reasons for infusion patients, the undergraduate began to use the needleless connector in 2019. During this period, there were no adverse events. In the afternoon of (B)(6) 2021 at around 15:25, the patient¿s family informed the responsible nurse that the bed sheets on the patient¿s infusion side limbs were wet. After checking, the responsible nurse found that there was leakage at the needle-free joint and the patient¿s bed sheets were wet. The needle-free joint and bed sheets were immediately replaced and the patient was comforted at that time, the patient's intravenous infusion liquid was ns100ml plus yibaosiling 3g, and the patient's family offered compensation.